Event description:
Sorin group (B)(4) received a report that the level sensor of the stockert s5 system alarmed and stopped the pump during a procedure even though the blood level was above the sensor pads. The clinician attempted to turn off the alarm but the control panel display did not respond. The perfusionist began hand cranking the pump until the anesthesiologist came to assist the hand cranked while the perfusionist troubleshot the system. After a period of time, the clinicians observed foam in the arterial tube. The air was removed from the circuit and the case was completed. It was later reported that the pt expired.

Manufacturer narrative:
The sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The stockert s5 sys has been retained by the hospital. The investigation is ongoing. A f/u report will be sent when the investigation is complete.